Event description:
It was reported to depuy acromed via a court summons, that a broken screw was removed post-operatively. According to the complaintant, the pt underwent a spinal procedure in 2001. 2 months later, the pt had a follow-up visit and everything was reported to be fine. The next day, the pt complained of a "clicking sensation" after feeling a pop in their back. The following day, exploratory surgery was performed and it was discovered that there was a broken screw. The screw was removed. The part and lot number info was not reported. Since the device was not returned and the product and lot info was not reported, no further evaluation can be performed. A root cause of the event cannot be determined. No further action can be taken at this time.